Event description:
It was reported that during routine follow-up, the pulse generator exhibited backup vvi operation. After a software download, normal device function resumed. The patient would continue to be monitored.